Event description:
Steripath has a waste button that allows blood to travel to the waste container first, then to the blood tube. On this product, the water button has already been pushed, meaning unwasted blood would flow into the collection tube.